Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe tip broke during a procedure. The procedure was completed after replacing the product with the fourth new product. There is no information concerning the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received with no tip protector, in a zip top bag, for the report of tip of probe was broken. The returned sample was visually inspected and was found non-conforming with the probe needle completely broken off at the stiffener. Due to the broken needle functional testing could not be performed and degree of wear could not be determined. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation confirms that the probe needle was broken off. The exact root cause of the broken needle cannot be determined from this evaluation, however the most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the broken needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).